Event description:
Per the field clinical specialist report, during a transfemoral tavr procedure, the dilators were inserted without issue, but the 22 fr retroflex3 (rf3) sheath would not advance past the left common iliac artery. As the sheath was withdrawn, the iliac artery ¿came with it¿. The sheath was re-advanced for hemostasis and the patient stabilized. Emergent cut down was performed to fix the rupture and a 10 mm conduit was placed to enable completion of the case. The physician felt that a vasoconstriction in the common iliac artery with the sheath insertion caused the vessel rupture. The 23 mm sapien valve was positioned 50:50 pre-deployment. During balloon inflation the valve slowly moved aortic, but was still within the annulus. Immediately after deployment the valve ejected into the aorta because the balloon was not deflated prior to turning off the pacer. Per the physician's assessment, mild septal bulge may have contributed to the valve embolization, in addition to the error in pacing sequence. The patient coded, was shocked and had a long run of CPR (approx. 10-15 minutes). In conjunction, the conduit clamp also came loose and the patient lost a large amount of blood. 5 units of blood were given. After the lv function was restored, a 2nd valve was prepped and deployed successfully. Prior to deployment, the 1st valve was pulled back into the descending thoracic aorta so the 2nd valve could pass. At the end of the procedure, the 1st valve was stabilized in the descending aorta. At last report, the patient was still intubated in ICU but was responding to verbal stimuli.

Manufacturer narrative:
Investigation of this event is ongoing. This is one of two reports being submitted for this case. Please reference (B)(4): manufacturer report number 2015691-2013-20967.

Manufacturer narrative:
Additional information: the patient was extubated and was reported to be recovering further in an extended care facility. The device is not available for evaluation, as it remains implanted in the patient. There was no allegation of device malfunction. Cine and tee images of the procedure were provided to edwards by the facility for internal review. The images were reviewed by an edwards¿s physician and the following observations were made: cine moderate aortic valve calcification, moderate aortic root calcification, no porcelain aorta, moderate mitral annular calcification (mac). The patient¿s aorta was significantly unfolded. This lead to difficulty in maintaining coaxial alignment of the valve and delivery system. Consequently, the long axis of the valve was at right angles to the long axis of the patient¿s thoracic spine. Sapien positioning was 50:50 laterally and 90:10 aortic medially. This is consistent with severe canting of the valve. Images from valve deployment were not available for review. The next clip demonstrates the 1st sapien in the descending thoracic aorta. Positioning of the 2nd sapien was 50:50 laterally and 60:40 aortic medially with good coaxial alignment of the delivery system and valve to the aortic root. Clip of valve deployment was not available for review. Post deployment aortogram demonstrates minimal aortic regurgitation, with the 2nd sapien valve in good position. The 1st sapien valve appears fixed in the descending thoracic aorta. Tee · short axis view of the aortic valve demonstrates a possible type 0 bicuspid aortic valve or a type 1 bicuspid aortic valve with raphe between the left coronary cusp (lcc) and right coronary cusp (rcc). The anterior leaflet appears to be moderate-severely calcified. The interventricular septum appears hypertrophied (greater than 2cm in thickness). Impressions: as the cine of valve deployment was not available for review, we can speculate that the etiology of valve embolization was secondary to poor coaxial alignment in a significantly unfolded aorta. Other contributing factors may include severe septal hypertrophy and the possibility of a type 0 bicuspid aortic valve. Per the instructions for use, device embolization and arrhythmias are known potential complications associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally calcified aortic leaflets, preserved ejection fraction, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, per report, the valve was ejected into the aorta during deployment due to an error in the pacing sequence (the balloon was not deflated prior to turning off the pacer). In addition, the physician felt that the patient¿s mild septal bulge may have also contributed to the event. The internal review of the procedure images concluded that even though the deployment images were not available, we can speculate that the valve embolization was secondary to the poor coaxial alignment in a significantly unfolded aorta. Other contributing factors may include severe septal hypertrophy and the possibility of a type 0 bicuspid aortic valve. The exact cause of the cardiac arrest post valve deployment is unknown. Per report, the conduit clamp became loose and the patient lost a large amount of blood in conjunction with the valve embolization. It appears possible that the combination of multiple procedural complications led to the reported cardiac arrest. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed. This report is associated with MDR #2015691-2013-20967.